Event description:
It was reported by service report that the fowler would go up intermittently and a wrong power cord was being used. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results - siderail membrane button.